Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd integra¿ syringe failed, "it appears that the retractable component has pierced through the rubber stopper". Furthermore "the nurse was not able to give the complete dose." No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacturer: yes.

Event description:
It was reported that 3 ml bd integra¿ syringe failed, "it appears that the retractable component has pierced through the rubber stopper". Furthermore "the nurse was not able to give the complete dose." No serious injury or medical intervention was reported.

Manufacturer narrative:
Two sealed 3ml integra packaged syringes, one open 3ml integra packaged syringe and one loose syringe was received and confirmed to be from batch #6320741 (p/n 305283). All samples were syringe only, no needle was attached. The samples were visually evaluated. Additionally, two pictures were also received, both pictures appear to be of the loose syringe received. The sealed syringes - no visual defects. One open syringe ¿ no visual defects. One loose syringe ¿ trace liquid in syringe. Cutter is exposed through stopper as expected during activation. Plunger assembly is at half scale of syringe thumb rest not depressed. No visual defects observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No root cause is defined since samples received did not display the reported condition involved with this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 ml bd integra syringe failed, "it appears that the retractable component has pierced through the rubber stopper". Furthermore "the nurse was not able to give the complete dose." No serious injury or medical intervention was reported.